Manufacturer narrative:
Concomitant medical products: 419588 lead, implanted (B)(6) 2010, 693565 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that erythema was observed over the cardiac resynchronization therapy defibrillator (crt-d) pocket and the physician was concerned about the crt-d eroding. Thinning of the skin and erythema directly over the patient's leads was also observed. The crt-d was revised to a submuscular position and the crt-d system remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.